Event description:
As reported via a literature article, a 37mm x 4.5mm enterprise stent (enf453712 or enf453710; lot number unknown) was unable to keep the vessel lumen open. The patient had presented with left-sided hand, arm and leg clumsiness, dysarthria and right-sided neck and ear pain 10 days after a motor vehicle accident. MRI and mra showed right frontal acute and subacute infarcts and bilateral cervical internal carotid artery dissections. Given the patient had an occlusive dissection of the right and a stenotic lesion on the left, the risk for progression of her infarcts was considered high and the decision was made to attempt endovascular reconstruction of the right-sided dissection. A prowler select plus microcatheter guided with a synchro-2 microwire was used to access the true lumen of the right internal carotid artery dissection and cross the distal tortuous tonsillar segment. Then the enterprise stent was deployed across this segment followed in tandem with a proximally placed protégé 8mm to 6mm tapered stent across the dissection inflow zone. This restored flow across the dissection with a small area of residual stenosis at the proximal end of the tonsillar loop. The tonsillar loop in this case was very tightly wound making a corkscrew turn. The enterprise stent ended at the proximal end of the turn and the opening force of the stent was not sufficient to keep the true lumen completely open. Her 3 month follow-up angiography demonstrated slight narrowing of the vessel lumen due to progressive collapse of the twisted stent tines. Further intervention was deemed high risk, as balloon angioplasty within the kinked stent carried the risk of catching the stent tines with the balloon. At her 24 month clinical follow-up, the patient had recovered completely.

Manufacturer narrative:
(B)(6). Article: rahal, j. Et al. (July 2014). ¿stent recanalization of carotid tonsillar loop dissection using the enterprise vascular reconstruction device¿, j clin neurosci, 2014 jul; 21(7:1141-7). The lot number of the enterprise stent was unknown, but he catalog number either enf453712 or enf453710. Complaint conclusion: the stent was implanted, therefore, not available for analysis. Since the lot number was not provided, a review of the manufacturing documentation could not be performed. The complaint could not be confirmed without product return. Although the root cause could not be conclusively determined, vessel characteristics contributed to the event (vessel tortuosity). Based on the information provided, there were no manufacturing issues related to the complaint; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.